Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported ipap set point varies up/down; failure symptoms are inconsistent. The customer reported there was patient involvement and no patient harm.